Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Patient had great coverage as checked in post-anesthesia care unit.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but unable to obtain.

Event description:
It was reported the patient received the low battery warning for a few months. In turn surgical intervention may take place at a later date to address the issue.